Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2012 for foreign body in the vaginal wall. It was reported that the patient underwent mesh removal on (B)(6) 2012 for recurrent stress incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent revision of mesh on (B)(6) 2012. It was also reported that on (B)(6) 2012, the patient performed a redo urethral sling with monarch hammock and subfascial sling implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) ¿ vaginal bleeding, (B)(4) - vaginitis additional narrative: it was reported that following insertion the patient experienced vaginal bleeding and vaginitis.